Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that smoke emanated from valve 26 on a 2008t hd machine during a system self-test. The biomed replaced valve 26 to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported smoke coming from the power supply during self-test mode; there was no patient involvement. Upon further investigation it was determined that valve 26 was the source of the smoke, not the power supply. Reportedly, a wire shorted in the valve which caused the plastic surrounding it to melt. The melted plastic was noted as "poking out a good half inch" from the windings body. The biomedical technician replaced the valve to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The replaced valve was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.